Event description:
Pt was scheduled for a diagnostic cardiac cath. At the conclusion of the procedure, the right femoral artery flow was confirmed for perclose placement. Perclose device failed when the suture pulled loose. The device was removed and digital pressure was applied.